Event description:
It was reported that the patient presented for an upgrade procedure. During the procedure, the threshold of the atrial lead rose. The lead was explanted and replaced. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.